Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on up/down knob, water tightness was lost. In addition to the evaluation, the up/down knob has corrosion. The light guide lens had a crack. Adhesives around light guide lens had white-clouded area. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Adhesives around objective lens had white-clouded area. The protector of the video cable section had a cut. The protector of universal cord on scope connector side had a scratch. The protector of universal cord on control section side had a scratch. The image guide protector had a scratch. Switch button 4 had wear. Switch button 2 had a scratch. Adhesive on bending section cover had white-clouded area. The adhesive on bending section cover had a chip. The bending section cover had a scratch. Due to wear of angle wire, the play of up/down knob was out of the standard value. The plastic distal end cover had a dent. Connecting tube had a scratch. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown when the foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. It is unknown if there was a delay between the end of clinical use and the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. It is unknown if the air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the colonovideoscope there was a leak notification in the kaigen in-house scope washer/disinfector. There was no report of patient harm associated with this event. During incoming inspection, a foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.